Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that at the time of mesh implantation the patient underwent the concurrent procedures of transvaginal hysterectomy with bilateral salpingo-oophorectomy, anterior repair, cysto, and mesh.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, urinary problems, recurrence and dyspareunia.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.